Event description:
It was reported that a physician implanted an x-stop device into a pt. The pt reported that the "x-stop didn't make a difference in eliminating back pain." The pt inquired as to whether they "needed physical therapy after the surgery." Reportedly, the "physician wants to remove the x-stop device and perform a different surgery." No additional info was reported.

Manufacturer narrative:
Method - device not returned, f/u conversation with company rep.